Manufacturer narrative:
Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed multiple low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received with minor scratched lcd window, cracked keypad at select button and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The customer's blood glucose level was 130mg/dl at the time of the incident. The customer stated that when she changed the battery, it received a change battery alert the same day. The insulin pump was returned for analysis.